Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('(stillbirth or miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure (batch no. A73749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included amenorrhea. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain lower abdomen"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower, female sexual dysfunction, tooth disorder, migraine, headache, nausea, alopecia and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both tubal ostia visualized, left easily and right obscured, satisfactory essure deployment with 4 turns into right ostia and 2 turns. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54.431 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: where it affects penis during intercourse'), abortion spontaneous ('(stillbirth or miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in a 23-year-old female patient who had essure (batch no: a73749, a7374b-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included sensitivity of teeth. Current weight 145 lbs. Concurrent conditions included amenorrhea. In 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines"), mood swings ("mood swings"), fatigue ("fatigue"), dyspepsia ("heart burn") and abdominal pain upper ("shooting pain through stomach and side") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced teeth brittle ("dental problems/brittle teeth"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("pain lower abdomen"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower, female sexual dysfunction, teeth brittle, migraine, headache, nausea, alopecia, weight increased, mood swings, fatigue, dyspepsia and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, device dislocation, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pregnancy with contraceptive device, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both tubal ostia visualized, left easily and right obscured, satisfactory essure deployment with 4 turns into right ostia and 2 turns. Discrepant date of onset of pregnancy was on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Lot#: reported (a7374b) is invalid. Lot number: a73749 manufacturing date:2012/11 expiration date:2015/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: where it affects penis during intercourse'), abortion spontaneous ('stillbirth or miscarriage') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage') in a 23-year-old female patient who had essure (batch no. A73749,a7374b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included sensitivity of teeth. Current weight 145 lbs. Concurrent conditions included amenorrhea. In 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines"), mood swings ("mood swings"), fatigue ("fatigue"), dyspepsia ("heart burn") and abdominal pain upper ("shooting pain through stomach and side") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On(B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced teeth brittle ("dental problems/brittle teeth"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("pain lower abdomen"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower, female sexual dysfunction, teeth brittle, migraine, headache, nausea, alopecia, weight increased, mood swings, fatigue, dyspepsia and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, device dislocation, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pregnancy with contraceptive device, teeth brittle, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both tubal ostia visualized, left easily and right obscured, satisfactory essure deployment with 4 turns into right ostia and 2 turns. Discrepant date of onset of pregnancy was (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: mood swings, migration of essure device location of device: where it affects penis during intercourse, fatigue, heart burn, shooting pain through stomach and side. Lot number, event onset date were added. Reporter information were updated. Previously reported event were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('(stillbirth or miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in a female patient who had essure (batch no. A73749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included amenorrhea. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain lower abdomen"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain "). At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower, female sexual dysfunction, tooth disorder, migraine, headache, nausea, alopecia and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both tubal ostia visualized, left easily and right obscured, satisfactory essure deployment with 4 turns into right ostia and 2 turns. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs+mr received: reporters were added. Lot no. Was added. Case become valid since injury nos was replaced by new specified events; vaginal bleeding menorrhagia, apareunia, dental problems, dyspareunia, migraines,headaches, nausea, pregnancy (stillbirth or miscarriage), lower abdominal pain, hair loss, weight gain, device ineffective, device monitoring procedure not performed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.